Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert .analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia (vt) therapy. (Lia) right ventricular (rv) lead integrity alert warning occurred for increased sic count and 2 or more high rate-non-sustained (ns) episodes <(><<)>220 ms sic counts went up to 163 (within 2 days) along with vt-ns and high rate-ns episodes and evidence of oversensing. Unexpected shock occurred on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to electromagnetic interference (emi) detected by the patient's implantable cardioverter defibrillator (ICD). The ventricular detection was programmed off and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.